Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications and passed self test. No unexpected failed battery test alarms noted during testing or found at the downloaded pump history. The power management tool confirms the unloaded voltage and loaded voltage are within specifications. The device alarmed pump error 37 during rewind due to unlocked connector at the electrical board. We were unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to pump error 37. The motor was tested outside the device and passed. The device was received with corroded battery tube, cracked case at the battery tube threads, minor scratched display window, scratched case and fading serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a alarm for failed battery and pump error. The blood glucose level was unknown at the time of incident. Customer performed troubleshoot for failed battery test and insulin pump did not alarm failed battery. Customer stated that she keeps receiving pump error after failed battery customer also mentioned that they are not able to rewind the pump. Customer advised to discontinue use of insulin pump and revert to the back up plan as per health care professionals. Insulin pump will be returned for the analysis.